Event description:
Info received indicates the left siderail is not latching.

Manufacturer narrative:
The technician found the bolt was missing from the upright tube. He replaced the missing bolt to repair the stretcher.